Event description:
It was observed during the device inspection, that the gastrointestinal videoscope nozzle had foreign objects. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned and the following were found during the evaluation; bending tube is deformed; connecting tube has a dent; nozzle has foreign objects; due to wear of angle wire, bending angle in upwards direction does not meet the standard value; due to wear of angle wire, the play of upwards/downwards knob is out of the standard value; bending section cover or distal sheath rubber has discoloration; adhesive on bending section cover or distal sheath rubber has a chip; adhesive on the bending section cover or distal sheath rubber had scratch; due to a dent on channel tube, forceps cannot be inserted smoothly; light guide lens has a scratch; distal end has a scratch; connecting tube has a scratch; connecting tube has discoloration; connecting tube has a wrinkle; scope cover unit has a scratch; scope connector has a scratch; protector of universal cord on scope connector side has a scratch; universal cord has a scratch; upwards/downwards knob has corrosion; grip has a scratch; switch box has a scratch; suction cylinder is shaved; forceps elevator lever has a scratch; forceps elevator knob has a scratch; and bending tube is deformed. The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: d5, e1, and g2 (user facility should be unmarked). Additional information added to field h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. No physical damage was found where the foreign material remained. The legal manufacturer was unable to confirm whether the customer's reprocessing steps were deviated from the instructions for use. Based on the results of the investigation, and although the foreign material was confirmed, olympus could not identify the material or specify the cause. The event can be detected and prevented by following the instructions for use: instructions for gif/cf/pcf-290 series, operation manual, chapter 3 ¿preparation and inspection¿ describes how to detect the subject event. Instructions for gif/cf/pcf-290 series, reprocessing manual, chapter 5 ¿reprocessing of the endoscope (and related reprocessing accessories)¿ describes how to prevent the subject event. Olympus will continue to monitor field performance for this device.